Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad button under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2018 with the following findings: during investigation, the keypad was intact and all keys responded appropriately. The complaint of a tactile change issue was unable to be duplicated. The keypad cover was removed and no contamination was found under the button contacts. The pump cover was removed and internal moisture was found on the keypad flex connector.